Event description:
It was reported that during a robotic sigmoid resection procedure, the tip of the device broke off into the patient. The patient's trocar sites were unbandaged (not sure if stitches or staples had been used) and the blade tip was retrieved through the site. The patient is currently stable.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.